Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. The legal manufacturer reported that the fracture of the uropass dilator tip is a known failure mode. However, the observed occurrence in the field over the last 12 months did not exceed the previously assessed occurrence. No further action is required.

Manufacturer narrative:
The device referenced in this report has not been returned to the service center for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information or if the device is returned at a later time, this report will be supplemented.

Event description:
The service center was informed during a left flexible ureteroscopy, laser and change of stent procedure, upon insertion the sheath came in contact with the patient¿s prostate and broke. The user facility reported that a left ureteric stent was removed and two wires were placed up to the left kidney with x-ray guidance. The facility reported the access sheath was wet to allow smooth passage. The access sheath got stuck at the level of the prostate. The access sheath was withdrawn and the end user noticed the tip was damaged with an irregular segment missing. A cystoscopy was performed and revealed the missing fragment in the prostate tissue just distal to the bladder neck. It is believed that the sheath was passing over the wire and the edge caught the prostate breaking off a segment of the sheath. The fragment was removed in its entirety and checked against the sheath for a complete match. The intended procedure was completed with the same equipment. There were no clinical consequences of this problem. The patient sustained a small prostate abrasion with postoperative dysuria and hematuria, which are known effects of the procedure.